Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary via the surgical access to support the 42-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the 5.5 pump placement the patient had been supported by an impella cp, but care escalation was deemed necessary. The underlying medical history was not shared. The 5.5 pump was supporting when after 10 days the patient was returned to the operating suite for a washout of the hematoma. The hematoma was also being evaluated for a possibility of infection. The patient was already being treated with antibiotics for nasal fungal infection. The support continued after the washout and no infection was attributed to the access site of the 5.5 pump. Per hospital policy the anticoagulant heparin was being held for 6 hours. The pump remains on and patient has survived the bleed to date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleed at the access site was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.